Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for fecal incontinence and gastrointestinal/pelvic floor. It was reported the patient had experienced uncomfortable stimulation only when they lay down, with no falls/trauma related to the issue. The patients stim was currently set on program 4 at 4.0 which was comfortable sitting standing and walking, but it was not comfortable when lying down. The patient was to decrease stimulation if it was uncomfortable and would continue to track their symptoms which were pain when lying down. The onset of symptoms was reported to be sudden in nature. The patient stated the stim had not been uncomfortable when laying down until recently.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.